Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting in the morning blood glucose test result range is 100-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 8/15/2016 and open vial date is (B)(6) 2016. Customer declined to recall results from meter's memory. The customer ran a blood test using his true metrix device and it displayed 277 mg/dl fasting in the morning.